Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited non-sustained rv oversensing episodes due to noise during a follow-up in clinic. Programming changes and further testing were recommended. The asymptomatic patient was stable before, during, and after the event.

Event description:
Additional information received indicated that the event is related to a clinical study case. The lead revision was performed without any complications.

Event description:
Additional information received indicated that the lead was capped and replaced due to oversensing on (B)(6) 2016.